Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data, or medical history are unknown. This information was not available from the facility. Foreign source: (B)(6). The angio-sculpt device was returned for evaluation. Visual inspection found a wrinkled transition tubing, and a kinked shaft. During functional testing, the balloon was pressurized at less than 6 atm and a pinhole leak on the center of the balloon was observed. The IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at, or below the rbp.

Event description:
The angio-sculpt device was used in a severely calcified and severely tortuous mid sfa. During the second inflation at 12 atm, the balloon ruptured. The procedure was completed with a new angio-sculpt device. No patient injury reported.